Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device cuff pressure could not be adjusted and water drop was found in the inflation line. The patient was reintubated.